Event description:
It was reported to philips that the system was unable to perform geometry movements the device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. Customer reported to the philips that the system was unable to perform geometry movements. The philips remote service engineer (rse) inspected system remotely and found geometry failure remote alerts. The customer informed to rse that there was a moment of a lot of tension on the cables of the modules, and one of the connectors was loose. The issue was resolved by refixing the connector and the system was returned to use in good working condition. The codes were updated based on the investigation outcome. The evaluation method code was corrected.